Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the health care professional (hcp) requested a review of an arrythmia episode for this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) reviewed device data and observed atrial channel oversensing of ventricular signals with biventricular (biv) pacing. After, an early right ventricular (rv) beat was recorded. Ts suspected that this induced junctional tachycardia. The rhythm broke after approximately five to six seconds. Ts recommended the hcp refer to electrophysiology (ep). This crt-d remains in service. No adverse patient effects were reported.